Event description:
An (B)(6) year old post minimally invasive cab x 1 to the left main artery. Prior to the surgery, an intra aortic balloon was inserted via the right femoral artery. Pt had the surgery, did well was extubated in the sicu. In the evening of the day of surgery, rn noticed blood in the iabp tube. Md was notified immediately and arrived in 15 min. Iabp was removed without incident, reporting that the balloon had "ruptured." Balloon was not saved, was discarded. Incident reported on (B)(6) 2013. Pt did well without balloon, no harm or injury resulted; hemoglobin and hematocrit stable. No transfusion required. He was moved out of the sicu to the floor.